Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer stylus pen was not operating correctly. The stylus pen is expected to be returned and replaced. There was no patient involvement.

Event description:
The stylus pen was returned and replaced.

Manufacturer narrative:
Product event summary: analysis found the stylus was bent but functional. The cable was manipulated with no fault found.